Event description:
Additional information received reported it was like there is something wrong with the echelon's inner coating. The cause of the hyperglide leak or apollo catheter occlusion was not determined. No kink or damage on the echelon or apollo catheter was noted. The tip detachment occured when the guidewire entered the microcatheter. There was no apparent resistance. The apollo tip did not enter the human body. Before it entered the human body, a problem occurred when the guide wire entered apollo outside the body. Angiography cannot confirm atherosclerosis. The guidewire was able to pass the catheter hub. No damage found to the apollo catheter hub. A small bend to aid placement was made in the guidewire tip. No kink damaged found on the guidewire. A sychro 0.014-inch guidewire was used.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: ¿ as found condition: the apollo catheter was returned for analysis within a shipping box, a plastic bio-pouch, and a secondary pouch. ¿ damage location details: liquid embolic residue (likely onyx) was found within the apollo catheter hub. No bends or kinks were found with the apollo catheter body. The apollo catheter distal tip was found detached from the catheter. The detached tip was not returned. ¿ testing/analysis: the apollo catheter ldpe overlap was measured to be 1.2mm, which is within specification (1.0-2.5mm). ¿ conclusion: based on the device analysis and the information provided, the customer's report of "tip detachment" was confirmed, as the distal tip of the apollo catheter was found to be detached. However, the customer¿s ¿catheter resistance/occlusion¿ reports could not be confirmed. The presence of liquid embolic residue within the apollo catheter suggests that the tip likely detached during the injection or removal process. The event was reported to have occurred prior to the procedure, and there is evidence indicating that the device was used with liquid embolic material; therefore, additional clarification on the exact sequence of events is needed. The exact cause of the tip detachment could not be determined from the available information. However, there is no evidence to suggest that the event was related to a manufacturing defect. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 145-5091-150 (lot: b645349); product type: ; implant date n/a; explant date n/a product ID 145-5091-150 (lot: b635112); product type: ; implant date n/a; explant date n/a product ID 103-0608 (lot: unknown); product type: ; implant date n/a; explant date n/a product ID 104-4127 (b647450); product type: ; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the hyperglide balloon catheter was found leaking and could not be inflated, two echelon microcatheters encountered resistance, and an apollo catheter encountered resistance with the mirage guide wire and the tip became detached. The patient was undergoing minimally invasive neuro-intervention for treatment of a dural arteriovenous fistula. The accessed vessel was the femoral artery with a diameter of 9 mm, the radial artery with a diameter of 2.7 mm and an unknown vein with a diameter of 10 mm. It was noted the patient's vessel tortuosity was moderate. It was reported that the radial artery was punctured, and the biotech 6f 90cm long sheath reached the target vessel for treatment. The hyperglide balloon was opened in vitro, hydrated, and then inflated and deflated as usual. However, during the inflation, it was found that the balloon was leaking water and could not be inflated, and there was also water backflow at the proximal end of the balloon catheter. After re-hydration, the inflation and deflation it was tried again, but the previous situation still occurred. In desperation, the surgeon dared not use the product and reported the complaint. It was reported dural arteriovenous fistula was being treated, femoral artery puncture, 6f 90cm long sheath reached the posterior circulation, 6f 115cm silver snake intermediate catheter reached the posterior circulation v4 vertebral artery, sychro 0.014-inch micro-guidewire guided echelon to the target vessel, but it was found to be not smooth when filling the coil. Continuing to try to deliver the spring coil still failed, and it was very difficult to deliver and retrieve the spring coil. In desperation, another echelon was replaced, and it was guided by the micro-guidewire sychro to reach the target vessel again, but the delivery of the spring coil still occurred previous problem, and it had to be removed as a whole. Then there was no choice but to change echelon again and repeat the previous operation. This time, when delivering the axium spring coil, it had relatively less resistance, so the axium was released normally. It was reported catheter resistance occurred in the distal section. It was reported that during venous puncture, the 6f 90cm long sheath reached the target vein. In vitro, after the mirage guidewire entered the apollo, it was found to be stuck and blocked. Then it was found that the tip was directly separated and detached, so it did not enter the body directly. There was no other way. The surgeon did not dare to use this apollo, and replaced it with a new one that did not have the above problems, and the injection was carried out smoothly. It was reported the catheter separated/broke out of the package or during preparation. There was no package damage observed. The package did not show evidence of tampering. The broken location was in the distal section. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The catheters were flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. Ancillary devices include a long sheath 6f 90 cm cook sheath, tongqiao silver snake 6f 115 cm echelon 10 microcatheter, synchro 0.014 in 200 cm guidewire, mirage guidewire, axium-20-50-3d, two; axium-14-40-3d, three; axium-12-40-3d, two; axium-10-30-3d, one; axium-3-8-helix, two; axium-2-8-3d, two, onyx34, 4 bottles; onyx18, 9 bottles.

Event description:
Additional information received that the tip was shaped. The tip was steam shaped.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.